Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure the introducer fractured and a portion of the device remained in the patient. A surgical incision was made and the detached portion of the sheath was removed. No other adverse consequences occurred to the patient.